Manufacturer narrative:
Device not returned, follow up conversation with company representative.

Event description:
It was reported a physician implanted an x-stop device into a patient. Post operatively, the patient experienced no improvement in pain and had recurrent disc herniation. The physician removed the x-stop device and performed a discectomy. No additional information was reported.